Manufacturer narrative:
The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tenaculum forceps instrument had misaligned jaws. The instrument was not used on the patient.